Manufacturer narrative:
On (B)(6) 2021 customer alleged the failed battery test alarm, no delivery alarm, back light, audio, missing segment anomalies, scratched screen. Insulin pump received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected failed battery test alarm, no delivery alarm, back light, audio, missing segment anomalies during testing noted. Insulin pump history download using thds was successful. No failed battery test alarm, no delivery alarm were shown on down load report on (B)(6) 2021. Insulin pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Device had minor scratched lcd window, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. Insulin pump function properly and pump failed battery test alarm, no delivery alarm, backlight, audio, missing segment anomalies not confirmed. Insulin pump had minor scratched screen confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had big scratch on screen making it harder to read. Insulin pump was rejecting new batteries and received unexplained no delivery alarms. Customer stated sound on insulin pump was very low, insulin was squirting out during priming and backlight was not bright. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.